Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the bottom case was missing the front left rubber foot, the right plunger case was cracked, and the front flipper on the left plunger case was out of position. Syringe plunger not in place error was found in event history log. During the functional testing the syringe plunger not in place error found while setting up occlusion test due to front flipper not holding timing block up. The front flipper gear broken. The root cause of the issue was a result of the customer's physical damage to the device. Replaced left plunger case due to front flipper not operational. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a plunger error. No patient injury was reported.